Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead and right atrial (ra) lead information received indicated mirror non-physiologic events on the atrial and ventricular channels. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated device was reprogrammed to less sensitive in the atrial and ventricular channels and unipolar in the ventricular.